Event description:
It was reported that the pressurewire x (pwx) wireless device was not able to be calibrated outside of the patient. Pal lighting was blinking orange. Another guide was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The signal calibration could not be confirmed due to device conditions. There was a tear noted on the distal tube, and multiple bends were also noted on the proximal tube. Functional testing was performed, and it revealed that the device was able to calibrate; however, a signal drift was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported issue was related to operational circumstances. It is likely that the noted tear and bends caused an intermittent circuit failure on the guidewire resulting in difficulty to calibrate. There is no information reported that indicates the device was inserted into the patient. It is unknown what caused the noted damage. It may be possible there was an interaction of pressurewire with other devices which may result in the tear; however, this could not be confirmed as it was based on operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.